Manufacturer narrative:
Article citation: elliot, robert, a. Morsi, a. Silverberg, c. Carlson, e. Geller, o. Devinsky, and w. Doyle. "Changes in efficacy of vagus nerve stimulation (vns) over time: review of 65 consecutive pts with treatment-resistant epilepsy treated with vns > 10 years." Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported through a scientific article that a lead fracture occurred and was presented by loss of efficacy of the device. The pt underwent full revision surgery due to the lead fracture. Good faith attempts to obtain additional info have been unsuccessful to date.